Manufacturer narrative:
The device was received for evaluation. Visual inspection determined that the handle is broken off from the retractor. The device history records indicate that the product was inspected and packaged within specification. The device was used for treatment. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed on previously reported issue, with a similar failure mode. Sem analysis on the previous complaint showed predominantly a cleavage mode fracture. The previous analysis showed fractographic features indicating that the fracture may have occurred because of repeated loading. The product had a potential field life of approximately 2.5 years with an unknown number of uses. It is not known how the device was used at the time of the incident. No definite root cause can be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the lever of the retractor handle broke off prior to surgery.